Event description:
A cannula ("outflow needle"), which has multiple fenestrations at the insertion, was used to pierce the skin and enter the knee joint. The cannula was placed under the patella. Outflow tubing was attached to the cannula. Solution gravity - flowed through the outflow tubing. The surgeon manipulated the knee into multiple positions. When the surgeon removed it from the knee, the scrub tech noted that the lower part of the "outflow needle" tip did not look right. She showed it to the surgeon who ordered an xray which revealed the tip of needle in the knee. The piece was found and removed. Diagnosis or reason for use: medial meniscectomy.